Event description:
The manufacturer's representative reported the patient had been experiencing a lack of pain relief. The clinician aspirated approximately 14ml when expecting approximately 2ml during a refill. A catheter dye study showed the catheter to be patent. A follow up report will be sent when additional information is received.